Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bearing trial was found to have a crack in it while doing a routine inspection. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual examination of the returned product identified signs of repeated use and wear in the form of nicks and gouges. The base of the device has a section fractured off and not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The device has a potential field age of over 13 years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.